Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿that error 1720 occurred¿ was confirmed. An error (error code 1720) was recorded in the event log. The root cause of the event was an anomaly in the component (the backup capacitor) and was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error 1720 occurred during infusion, and no patient harm or adverse event was reported.